Manufacturer narrative:
Sample collection data for patient 1 was not supplied. The sample for patient two was plasma collected into a greiner lithium heparin tube. The sample was centrifuged at 3500 rpm for 5 minutes. The tube manufacturer recommends spin time of 10 minutes. Qc was completed prior to the run on (B)(4) 2008 and resulted in range. System check data from (B)(4) 2008 was supplied and met specifications. A field service engineer (fse) was onsite on (B)(4) 2008. Fse performed a preventive maintenance (pm) which was noted to be due. Fse reviewed customer qc history which showed good accuracy and precision. No hardware issues were observed. System check and qc passed following the pm. Fse discussed sample handling with the customer. This reportable event was identified during a retrospective review of complaints within the date range (B)(6) 2010 - (B)(6) 2010 for additional reportable events. This reportable event is related to previously submitted MDR #2122870-2008-00180.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results, generated by the access 2 immunoassay system for 2 patients and elevated ckmb results for one patient. Customer tested a sample for accutni and obtained a result of 3.05ng/ml. Upon repeat at a later time, this sample gave a result of 0.13ng/ml and 2 results of 0.01ng/ml. A sample from another patient when tested gave a result of 16.0ng/ml and repeated at 0.01ng/ml and 0.03ng/ml. The erroneous results were not reported outside of the laboratory. MDR #2122870-2008-00180 has been submitted for the malfunction portion of this event. The customer documented the change to patient treatment that the patient was admitted to the hospital. There was no report of death or injury as a result of the event.